Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack is still under investigation.

Manufacturer narrative:
Device evaluation of battery pack is still under investigation.

Event description:
A us distributor reported that a battery was unable to power on a monitor.